Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, e1, h6.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "implant malposition and rupture". Healthcare professional additionally reported "rupture is on the contralateral side." The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: malposition, rupture. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. Malposition: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "implant malposition and rupture". This record is for the left side. The device was explanted.